Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow from the catheter on the following day of use.

Event description:
It was reported that there was no urine flow from the catheter on the following day of use.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no blockage in the drainage lumen of the returned catheter. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. A flow rate test was performed and the sample passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction for use: since the movement of the body est. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Precaution for use: exercise caution when using the device in patients with high urinary calcium level as encrustation on the balloon surface, catheter occlusion or damage may occur."